Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient had a history of left thoracic outlet syndrome with neuropathic pain in the left upper extremity, history of left lower extremity radicular pain, and severe pain in the area of the left upper buttocks and had been very uncomfortable with the placement of the implantable pulse generator (ipg) in the left upper buttocks. It was noted that the battery life was almost close to the end. The hcp replaced the battery and placed it in a better location. No further complications were reported/anticipated.